Event description:
As reported by the user facility: customer verbalized that nursing complained of free flow from pump when administering fluids/medication to pt, customer verbalized there was pt injury, however, he did not know specifics; verbalized that he will request that his supervisor, contact me if he has any add'l info. Customer verbalized that this has occurred on the same unit 7-8 times in the last 6 weeks. Customer verbalized that he witnessed the free flow from the pump when using the same tubing that was used with the pt when attempting to recreate it with the nurse educator: the pump said possible free flow set clamp". Ref MFR # 9610825-2014-00033.